Event description:
During the index procedure, the patient had a 3.0 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca. A dissection is reported to have occurred during the procedure. Two additional endeavor sprint rx stents were implanted to the proximal rca to treat the complication. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year clinical follow-up. Approximately 2 days following the 2 year follow-up, the patient underwent a non-target vessel revascularization. The patient had two other brand stents implanted to the proximal lcx. Patient was asymptomatic / free of symptoms at the 2.5 year clinical follow-up.

Manufacturer narrative:
(B)(4). Evaluation, results: (dissection).